Manufacturer narrative:
(B)(4). This is a duplicate of pr 4471017 with MDR# 3030677-2015-01863. Device investigation is pending the return of the device.

Event description:
It has been reported that the AED did not pass self diagnostic check.